Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were noted at 8.1-11.6 cm from the distal tip. Internal insulation abrasion was noted at 19.4-20.3 cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in the operating room for a scheduled unrelated generator upgrade, the physician elected to explant and replace the lead despite previous fluoroscopy revealed no externalized conductors and no electrical anomalies were observed. After the lead was explanted, an insulation abrasion was observed. The physician then implanted a new lead and the rest of the procedure proceeded and concluded without adverse event. The patient having remained stable before, during, and afterwards.